Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump may be malfunctioning; the customer woke up with a blood glucose of 50 mg/dl and 67 mg/dl recently. The customer experienced blood glucose values in the 40 mg/dl and 50 mg/dl ranges. The customer treated with food and glucose tablets. During troubleshooting the drive support cap appeared normal. The reservoir was also showing the same amount of insulin as shown on the status screen. The customer's blood glucose has been going low for the past month. The insulin pump will be returned for analysis.